Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The customer's blood glucose at the time of call was 130 mg/dl. The customer's symptoms included vomiting. The customer was wearing the insulin pump at time of admission. The customer was treated with an insulin drip. The customer completed troubleshooting for the high pressure test, and it passed. The product was not returned for analysis.